Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and found error codes in the memory logs that correspond to the customers report of real time clock failure. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.